Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the images were coming up black. The fse clarified that the issue was with the system failing to boot up. There is no report of injury or death associated with the event described in this complaint.